Event description:
It was reported that during a percutaneous angioplasty treatment procedure a balloon rupture occurred. The lesion being treated is unknown. Access was achieved via the left antebrachium of a hemodialysis shunt. The physician was using a 5.0 x 40mmsterling balloon catheter to pre dilate the lesion. Upon the 1st inflation, the balloon ruptured at 5atm following approximately 5 seconds of inflation. The patient had no symptoms when the balloon ruptured. The device was removed intact and the procedure was completed with a different device. There were no further complications and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).